Event description:
It was reported that, during a craniotomy, the perforator did not stop once through the skull and perforated the dura. It was also reported that there was medical intervention required to repair damaged tissue. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.